Event description:
Philips received a complaint by the customer on the v60 indicating that the light crystal display (lcd) was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the lcd was dim. The customer requested repair. The customer requested repair with the philips authorized service provider (asp). The customer later cancelled the repair due to the part being on backorder. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.